Manufacturer narrative:
This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010).

Event description:
Additional information received reported that after the lead broke, all four electrodes and a "small" portion of the lead wire remained in the patient's body as they could not dissect down.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's lead had to be rerouted from the right side to the left side because the lead was "so entangled in the muscle." The patient said a manufacturer representative "stopped them from doing that" and rerouted to the other side.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that it was unknown if there was a 50 percent or greater symptom reduction. The lead did not work, troubleshooting included reprogramming, and removal and replacement were done to resolve the issue. The lead broke during removal and the lead issue occurred at the distal end. The event cause wasn't determined and the patient recovered without permanent impairment.

Event description:
It was indicated that during subsequently re-implant, health care provider (hcp) had to reroute to the opposite side, the original lead broke and it could not be removed. A follow-up report will be sent if additional information becomes available

Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 3093-28, lot# v216871, implanted: 2009 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).